Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 1990¿s by dr. (B)(6). Revision of a left total knee ¿ reason not reported.

Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) tibial loosening, which damaged the bond of the implant to the bone. The loosening was likely related to the patient¿s underlying conditions, progression of degenerative joint disease, and longevity of the implanted device corrections made to the following section(s): sex: corrected gender from male to female and event date.

Event description:
Revision of a left total knee due to aseptic loosening of the components. The patient left the operating room in stable condition. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2019-001016, 1038671-2019-001017, and 1038671-2019-001018.

Manufacturer narrative:
Section h11: (b3) event date corrected. (G4) original awareness date in the initial should have been 11/16/2018. (Section f) this section is not applicable.

Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) tibial loosening, which damaged the bond of the implant to the bone. The loosening was likely related to the patient¿s underlying conditions, progression of degenerative joint disease, and longevity of the implanted device.

Event description:
Index surgery: 1990¿s. Revision of a left total knee ¿ reason not reported.